Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. They called an ambulance and the paramedics took a bg reading which was 29.0 mmol/l and the cgm reading was 2.8 mmol/l. The patient taken by ambulance friday evening to the hospital because she was shaky, very tired, very sick, droopy and slightly unconscious. When the doctors tested her, her bg reading was 29 mmol/l increasing and her ketone values were 0.6 mmol/l. There was no treatment provided, just lots water and walking, no eating. The patient was discharged after 5 hours with bg reading at 12 mmol/l and ketones were 0.1 mmol/l. At the time of the report the patient was resting. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.